Manufacturer narrative:
Concomitant products: etlw1613c156e sn (B)(4), enlw1613c93e sn (B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. It was reported the patient had not been seen for follow up imaging since their one month follow up after the initial implant. The patient returned for follow up approximately 3 years later and CT imaging showed that the aneurysm had increased in size to 6.8cm. The radiology team reviewed the images multiple times and found satisfactory placement of the stent graft and no evidence of an endoleak. It was noted that all flow was within the stent graft, the stent graft was completely thrombosed, and the patient was asymptomatic. The physician stated that the cause of the aneurysm enlargement may have been a slow endoleak over the years that the patient had not been seen, but they were only speculating. There is no plan to treat the patient currently, the patient is asymptomatic and the patient will continue to be monitored by the physician. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.